Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5175540/7076306.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively, and the explanted device components were retained by the medical facility and will not be returned.